Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent takedown of a pubovaginal sling on (B)(6) 2005 due to urinary retention and post bladder sling.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted due to sui, pop ((B)(6) 2004), sui ((B)(6) 2005), and ((B)(6) 2007). No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. On (B)(6) 2005 the patient underwent mesh revision/removal due to urinary retention post bladder sling. On (B)(6) 2009 the patient had interstim placement due to urinary retention and urgency. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and infection. It was reported that patient underwent insertion of inter stem due to incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and (B)(6) 2005 and (B)(6) 2007 and mesh were implanted into the patient. Dates not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.